Event description:
Caller had limited details on the function of the atrial lead but was told it was "degrading." An email was sent to caller to request additional information once he interrogates the device. I discussed with caller that the atrial lead cannot be programmed unipolar. I also discussed with the caller performing extensive testing on the rv lead at gen change to ensure appropriate function. At this point, no signs of impedance, sensing or capture issues for the rv lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).